Manufacturer narrative:
*** William cook europe initially reported event under MFR report # 3002808486-2015-00119. New information was received identifying that the product was a cook inc. Manufactured device. Cook is now submitting an initial report under MFR report # 1820334-2016-01536.**** (B)(4). Evaluation- the product was not returned to assist with the investigation. It is known that filter retrieval can be difficult and several case reports are published in articles and describe difficult filter retrievals with successful result. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to complainant: it is alleged that "on (B)(6) 2012, [pt] underwent prophylactic placement of a günther tulip ivc filter. On (B)(6) 2013 after the threat of a pulmonary embolism subsided, [pt] presented to (B)(6) to undergo an explant procedure in which doctors would retrieve and remove the gunther tulip ivc filter. During this procedure, the surgeon discovered that the filter legs were "firmly adherent to the caval wall" which in turn prevented "the filter from being fully recaptured in the sheath to enable its retrieval" patient outcome: the filter remains inside the patient's body. It is alleged that "due to the risks involved with more invasive removal techniques, [pt's] surgeon was unwilling to attempt "higher risk techniques" to remove the embedded gunther tulip ivc filter". It is alleged that "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment".